Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made to turn on the low frequency attenuation filter (lfa). There were no reported patient symptoms or consequences.

Event description:
New information received notes the patient came into clinic and the recommended programing changes were made. The patient was stable, there were no consequences.